Manufacturer narrative:
Since the device was not returned for evaluation, based on the information received, and the testing performed by the facility biomedical engineer, the cause of the reported loss of image could not be determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the video monitor lost video after being inadvertently kicked. Reportedly the facility biomedical engineer could not duplicate the loss of video signal while flexing the video cable, checking all the connections, and unplugging the power. The biomedical engineer placed the video monitor back into use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.